Event description:
Same case as 2134265-2015-02066 and 2134265-2015-02090. It was reported that automatic pullback failure had occurred. During a percutaneous coronary intervention, an opticross¿ imaging catheter was used to diagnosed a severely calcified target lesion. However, it was unable to perform automatic pullback. A new opticross was used to solve the issue. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).